Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem of 'downstream alarm at psi below 5. ' was not reproduced. The downstream occlusion testing was performed for all rates and passed. A review of the event history log (ehl) revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor with tubing readings out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream alarm at a psi (pounds per square inch) of 5 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.